Manufacturer narrative:
Concomitant medications included aspirin, fish oil, lipitor, and vitamins. Please note that the exact event date is unknown; however, it was reported that it occurred in 2004. The report received from the medical affairs indicated that on (B)(6) 2004, the patient had three cypher stents placed in unknown vessels following a heart attack. In 2004, during a follow up appointment, the patient was diagnosed with additional blockages in unknown vessels following an EKG and echocardiogram. Three additional cypher stents were placed during an outpatient procedure. It is unknown if the new lesions were diagnosed during follow-up visit. The patient¿s medical history is significant for nkda, denies smoking, drinks socially, cad, 4 knee operations and arthritis. There is no lot number information available for these product devices and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. No clinical conclusion can be determined due to lack of information. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00072, 3003742446-2013-00073, and 3003742446-2013-00074.

Event description:
The report received from the medical affairs indicated that on (B)(6) 2004, the patient had three cypher stents placed in unknown vessels following a heart attack. In 2004, during a follow up appointment, the patient was diagnosed with additional blockages in unknown vessels following an EKG and echocardiogram. Three additional cypher stents were placed during an outpatient procedure.